Event description:
The physician dissected right coronary artery using a 8f zuma jr4.0. He used same guide to repair dissection with 2 nir on ranger stents, placed mid and ostial right coronary artery. The pt is doing fine. No product return is expected, account disgarded. The physician felt that the guide did not contribute to the dissection.